Event description:
It was reported the patient had intermittent stimulation and a loss of stimulation and therapeutic effect. The patient had less than 50% therapy relief and their original pain location was bilateral back and legs. A manufacturing representative met with the patient on (B)(6) 2014 for activation of the implantable neurostimulator (ins) and they were able to get stimulation in all of the patient¿s areas where they needed it. At the time of this report, the patient was feeling stimulation intermittently. The patient was getting good stimulation with their current leads, but they did not like the positional changes that would occur when they moved their head. The patient believed that this was caused by the leads and that it would be corrected if a paddle lead was in place. The patient¿s healthcare professional (hcp) did not think there was anything wrong with the patient¿s current system. The hcp requested the patient wait for the lead site to heal longer before attempting a revision, but the patient was adamant that they wanted a paddle lead implanted. A revision was scheduled for (B)(6) 2014, and the patient¿s healthcare professional (hcp) was going to change the leads. Following the revision, the patient was doing well and their ins was programmed, but left off for a weekend at the hcp¿s request.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).